Manufacturer narrative:
An event of third-degree av block requiring a permanent dual chamber pacemaker implant was reported. Information from the field indicated that the patient did not have any previous conduction disturbances, and that the valve was implanted with 9, 12 mm depth from the non-coronary cusp, deeper than the optimal 3 mm depth, which could have contributed to the reported av block. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, " prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.).

Event description:
Crd_1003 - vantage. Eu2299 - 730 (B)(4).it was reported that on (B)(6) 2024, a 29mm navitor valve was secreted for an implant. Physician said that the valve final implant depth (distance between the intraventricular end of the valve to the non-coronary cusp/ncc) was = 9,12mm. During the procedure, after valve release, development of third-degree av block. At the end of the procedure, persistence of third-degree av block. The patient is transferred to unit for monitoring. On arrival in unit, monitor shows isorhythmic av dissociation. Placement of a temporary pacemaker. During monitoring third-degree av block with reduction of heart rate to 32 bpm. Subsequently restoration of sinus rhythm, frist-degree av block, left bundle, branch block. On (B)(6) 2024, the patient sinus rhythm and left bundle branch block, the temporary pacemaker was removed. Upon removal of temporary pacemaker, the patient developed a third-degree av block with 11-second pause requiring a permanent dual chamber pacemaker. Medication was also adjusted. The patient is stable.